Event description:
It was reported that during a cervical / thoracic posterior spinal fusion (c2-t3) at the user facility, the user was unable to digitize all the reference points during the registration process. It was reported that while 17 of the reference points were successfully digitized, the software was skipping from reference point 18 to 21, not allowing points 18 to 20 to be digitized. It was reported that a mayfield tracker adapter arm was used to hold the ngenius universal tracker, and the software in use was spinemap 3d 2.0. It was reported that point to point registration was performed. There was no error message reported. It was reported that the procedure was successfully completed by removing the stryker navigation system and using the medtronic navigation system. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The reported event that the software skipped registration points 18-20 during registration was not duplicated and no failures were confirmed as neither the product nor the system log files were available for evaluation.

Event description:
It was reported that during a cervical / thoracic posterior spinal fusion (c2-t3) at the user facility, the user was unable to digitize all the reference points during the registration process. It was reported that while 17 of the reference points were successfully digitized, the software was skipping from reference point 18 to 21, not allowing points 18 to 20 to be digitized. It was reported that a mayfield tracker adapter arm was used to hold the ngenius universal tracker, and the software in use was spinemap 3d 2.0. It was reported that point to point registration was performed. There was no error message reported. It was reported that the procedure was successfully completed by removing the stryker navigation system and using the medtronic navigation system. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.